Manufacturer narrative:
(B)(4). Retrospective review of this file based on protocol ivc-cef0010-01 determined this is an MDR. No RMA had been initiated for this issue. Model pronto 51, serial number/date code is unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Power chair allegedly started to leak. User unsure where chair was purchased. Referred her to area dealers. No injury is alleged.